Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Add'l info will be submitted within 30 days of receipt.

Event description:
While manipulating a frontrunner and microguide catheter, the radiopaque tip became separated from the tip of the microguide catheter and remained lodged in one of the pt's tibial vessels. During the same procedure, while removing the sleek balloon from the sheath, the shaft separated on the proximal end, in the vicinity of the hub.